Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a channel error occurred while the device was on standby. The iui caught on fire and a burning odor was reported. Biomed inspection revealed that the device looked burnt on the top of channel between the pcu and the channel. No patient involvement was reported.

Manufacturer narrative:
Correction: b.1. Type of report, h.1 and type of reportable event. Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that a channel error occurred while the device was on standby. The iui caught on fire and a burning odor was reported. Biomed inspection revealed that the device looked burnt on the top of the channel between the pcu and the channel. No patient involvement was reported.

Manufacturer narrative:
The customer¿s report of a burning odor and fire from the iui was not confirmed; however, thermal damage was confirmed. Physical inspection of the device showed no anomalies other than the reported thermal damage to the right iui connector and to the rear case above the damaged iui. Analysis of the pcu event log shows that the pump module was programmed to infuse prbc at a rate of 200ml/hr with a vtbi of 300ml at 6:17 am on (B)(6) 2018. The device alarmed for patient side occlusion and was restarted. At 6:30 am, a channel disconnect occurred and the device was removed. This was followed by a central unit audio failure on the pcu and at 6:31 am, a central unit malfunction on the pcu. At 6:45 am, the system was shut down and powered off. The volume recorded as being infused during this period was 41.614ml. Review of the pcu error log shows a log-only main speaker failure (error code 133.6090.5) occurred at 6:30 am on (B)(6) 2018. At 6:31 am, a fatal low backup voltage failure (error code 120.4410.0) occurred and was followed by multiple log-only low 8v failures (error code 120.4370.5). These error codes are consistent with a thermal event at the iui connectors. During testing the pump module ran at 200ml/hr for over 24 hours with no signs of fire, sparks, smoke or any other thermal damage. The pump module's left thermally damaged connector measured a shorted condition across pins 14 and 15, when an open condition was expected. The root cause of the thermal damage was identified as a conductive fluid path between the 2 adjacent pins.

Event description:
The customer reported that a channel error occurred while the device was on standby. The iui caught on fire and a burning odor was reported. Biomed inspection revealed that the device looked burnt on the top of the channel between the pcu and the channel. No patient involvement was reported.